Manufacturer narrative:
Additional information: on december 9, 2020, mentor became aware that the patient actually underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 325cc mentor memorygel breast implants and experienced rupture on the right side postoperatively. The patient also experienced several unexplained systemic symptoms, including fatigue, breast pain, inflammation and stomach issues. The root cause of the patient¿s symptoms is unclear. It should be noted that the left-sided device was previously reused. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.